Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part # 420207-09/ lot # n10190715-0418) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system usg922. The alleged event occurred on the 4th use of the instrument. No additional log review was performed as this type of failure would not result in an error in the logs. No image or video clip for the reported event was submitted for review. No additional complaints related to this product and/or this event have been reported by the site. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire. The customer used a third party instrument to continue. The procedure was completed with no reported injury.